Event description:
It was reported the programmer locked up with an error code intermittently, when interrogating devices. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The ECG connector was found to be loose, the upper and lower hinge bullets were missing, and the power cord door was broken.